Manufacturer narrative:
One 777f8 with monoject limited volume syringe, non-edwards introducer and contamination shield were returned for examination. The introducer was attached to about 45cm of the catheter body. The reported event of co issue was not able to be confirmed. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath which was in specification. The catheter ran cco in 37.0 c water bath on the hemosphere monitor for 5 minutes with no error. The thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on the eeprom data. Resistance value of thermal filament circuit was measured and found to be within specification. Both the thermistor and thermal filament connectors were opened and found no visible inconsistencies. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. An indentation was found on the catheter body, 43cm from the catheter tip. The location of the indentation was aligned to the location of the returned introducer. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. A review of the manufacturing records indicated that the product met specifications upon release. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI # (B)(4). Current literature states there is only modest that the fick calculation is not the standard of care for estimating accurate co/ci values. There is only modest agreement between thermodilution and fick calculation estimates. Thermodilution calculation better predicts patient status and should be over fick in clinical practice. It is unknown if procedural or patient factors played a role in this event. Complaints will be monitored.

Event description:
It was reported that the swan and the cardiac output variation from the ficks principle of cardiac output (fick) calculation were observed to be inaccurate during use on a (B)(6)-year-old male patient. Initially upon arrival into the unit, the patient had a co of 4.2, ci 2.3 per the hemosphere monitor and fick calculation was 5.9/3.0. Troubleshooting was performed by switching monitors and rechecking parameters, but the co/ci still differed from the customers fick calculation. The swan was pulled out and another was not used. No patient complications were reported.